Manufacturer narrative:
Continuation of concomitant products: dtma1qq crt-d implanted (B)(6) 2019.

Event description:
It was reported that the lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic), and the right ventricular (rv) lead exhibited electromagnetic interference/noise with t-wave oversensing (twos) post-pace. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.